Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an s321 (motor error pmc, left) malfunction alarm code. The device was returned to the biomedical department with a report of s321-motor error. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, s321 (motor error pmc, left) malfunction alarm codes were noted in the device history. No additional information was provided.